Event description:
It was reported by the contact that the customer received an altitude alarm. The customer's blood glucose level was not impacted. The customer wiped the speaker holes and a new cartridge was installed. There was a temporary delay in clearing the alarm. Insulin delivery was resumed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.